Event description:
Three of the filter legs were crossed after deployment. The filter was removed later the same day and a competitor's device was placed through the same jugular access site.

Manufacturer narrative:
The filter, but not the catheter was returned for evaluation. The report of crossed legs is confirmed. It is unknown if patient or procedural factors may have contributed to this event. The definitive root cause is unknown.